Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the coupler unit is misaligned. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the misalignment of the coupler unit may have contributed to the entire unit not being displayed on the screen. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not showing full vison on the screen. The event occurred during the set up. There were no reports of patient involvement.